Event description:
Clinical trial. It was reported that during a percutaneous coronary intervention a dissection occurred. Right radial access was obtained. The target lesion was located in the 1st diagonal. Treatment consisted of predilation and placement of a study stent. Post dilatation was performed with a 3.0 mm quantum maverick balloon within the stent to 12atm. Following post dilation, there was angiographic evidence of a distal edge dissection, which appeared to be a grade b dissection. The dissection was successfully treated with placement of a second study stent deployed distal to the first in an overlapping fashion. During this procedure, the right posterior descending and right posterolateral branches were also treated successfully.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.